Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, patient anatomy, long procedure length and blood having collected inside the left ventricular (lv) lead prevented it from being further advanced. The attempted lead, which was past its use before date, was removed and replaced with a new lv lead. It was further reported that post-implant, the patient received an inappropriate shock due to "broken" insulation of the right ventricular (rv) lead. The rv lead was also removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. It was also noted that by design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.